Manufacturer narrative:
H3: hardware analysis was completed on the returned display port cable, computer, monitor and pcoip client. No faults or failures were found in the pcoip client or computer, and both were found to be functioning normally. The returned display port cable was found to have a bent connector which prevented functional testing. The returned monitor would not power on. H6: b01, c19 and d1501 apply to the computer and pcoip client, product ID's: 9735764r and 9735796r. H6: b01, c02 and d02 apply to the monitor and display port cable, product ID's: 9735795 and 9735857. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735857, product ID: 9735796r, h3, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A0902 was coded for display/visual feedback problem. A1102 was coded for application program problem. A05 was coded for a mechanical problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the camera cart monitor was having issues, where the camera cart monitor was displaying "no video detected." The screen then went completely blank, but the touch screen was still responding. The monitor would be blank for a while and then would fully shut off, as indicated by the small light-emitting diode (led) in the bottom corner. The manufacture representative called back to report that, after further troubleshooting, the system would likely need a new pc over ip (pcoip). The displayport (dp) cable was confirmed to work in the known working system. Technical services had the rep reseat the dp connection into the camera cart monitor and into the pcoip and then reboot. This did not resolve the issue. The rep noticed an amber light on the pcoip where the ethernet cord connected. The other end of the ethernet cord connected to the o-ring, and the o-ring showed appropriate green led's for communication. Technical services had the rep put the carts back-to-back and swap the high-definition multimedia interface (hdmi) cord from the main cart monitor to the camera cart monitor. This did show an appropriate video on the camera cart. Technical services had the rep try swapping the dp cord from another known working camera cart into this camera cart. This still did not resolve the issue. The rep noticed the camera cart monitor was reporting "no signal," and when taking the dp cable out from the monitor, it was damaged. No patient present.

Manufacturer narrative:
H2 correction: fdd a110201 was added to reflect "no signal". H2 additional information: updated b5 and d10. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735795 monitor, serial lot/sw version: - product ID: 9735764r computer, serial lot/sw version: - the system was serviced in the field by a medtronic representative. The pc over ip (pcoip) cable, display port (dp) cable, monitor, and computer were replaced to resolve the issue. Codes b01, c13, and d1501 are applicable. Img code g02014 applies to the monitor and g0200701 applies to the computer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during additional troubleshooting, the clinical specialist (cs) replaced the pc over ip (pcoip) cable and display port (dp) cable. The issue did not resolve. The cs rebooted the system; the main cart monitor displayed the 'medtronic' splash screen, but the camera cart monitor did not appear to be receiving power. The cs tried bringing up the digital settings (using the 3-2-3-2-1 code) but nothing came up at all. The cs ensured the power cable was seated properly, and other components in the camera cart (camera, pcoip, uninterruptable power supply (ups), etc) were all receiving power. The dp cable was also seated properly on both ends. It was reported that after replacing the monitor, the cs had no video detected on the camera cart and the main cart was functioning. The cs confirmed the following with troubleshooting: - soft keys on camera were correctly set to dp and all monitor connections were set correctly - monitor was receiving power - initially, pcoip was the only component showing disconnected in self test - pcoip power cable was not plugged in. After plugging this in, pcoip was connected in self test but no video was still present - reseated dp cable into pcoip with no resolution - system was hard rebooted twice with no resolution - swapped the "bad" camera cart with a "good" main cart and video was not present on both carts. The "og" interconnect cable was also used, therefore the video issue was following the main cart - a mini dp cable was in the wrong port, so moved to correct port. All green light emitting diode (led)s on the ethernet cable on the pcoip card - self test then showed that camera cart was connected (before it was showing disconnected) but the resolution for camera cart was 1024x768. It was reported that after replacing the computer, no video on the camera cart was still present. No video was present when the cs tried to log into application, but the cs can go into admin and the cs would get video on the camera cart. When the cs double taps the camera cart screen, nothing happens on the camera cart screen, but would show up on the main cart. Self test showed the camera cartwas disconnected, but heads-up display (hud) was connected. The cs swapped the dp connections to the graphics card to resolve the issue. After swapping the cables, the resolution on the monitor was poor, but was resolved after a reboot. The issue had been resolved.